Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the delivery was blocked during priming. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with bolus deliveries and basal rates with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set and no unexpected insulin flow blocked alarm or blocking the basal rate deliveries noted. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.